Event description:
It was reported "staples were found jamming during use on the patient." No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint could not be confirmed from the photo. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination revealed that the stapler was returned with the staples appearing aligned. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 29 staples left in the cartridge, indicating at least 6 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first fire in the air resulted in a partially formed staple releasing. The second fire in the air partially formed and released. The third fire in the air partially formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. One staple was fired, and the staple partially formed in the simulated skin. The stapler was disassembled, and it was observed that the saddle spring was crooked on the pusher. The pusher was observed to be angled into the staples. Die casting anomalies were discovered on the forming tool of the returned sample. A regular forming tool was found in the wide stapler. Upon removing the regular forming tool, it was observed that there was flash in the cover block where the forming tool sits. An attempt was made to place a wide forming tool into the cover block; however, the wide forming tool could not fit due to the flash. The regular forming tool could be placed back into the slot with significant force. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon full engagement of the trigger, the first fire in the air resulted in a partially formed staple releasing. The second fire in the air partially formed and released. The third fire in the air partially formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. One staple was fired, and the staple partially formed in the simulated skin. The stapler was disassembled, and it was observed that the saddle spring was crooked on the pusher. The pusher was observed to be angled into the staples. Die casting anomalies were discovered on the forming tool of the returned sample. A regular forming tool was found in the wide stapler. Upon removing the regular forming tool, it was observed that there was flash in the cover block where the forming tool sits. An attempt was made to place a wide forming tool into the cover block; however, the wide forming tool could not fit due to the flash. The regular forming tool could be replaced back into the slot with significant force. A device history record review was performed on the device with no evidence to su ggest a manufacturing related root cause. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "staples were found jamming during use on the patient." No patient injury or consequence reported. The patient's current condition is reported as "fine"